Event description:
The customer reports the system failed to produce fluoroscopy xray. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified nor duplicated. However, the software and calibration files were reloaded. The system was found to be operating as intended.